Manufacturer narrative:
This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc evaluation procedures. Manufacturer - device returned from user facility and evaluated to manufacturers product performance requirements. Results - device evaluation did not confirm malfunction to manufacturers product performance requirements. Conclusions - evaluation could not duplicate alleged failure/malfunction.

Event description:
Customer reports after 4 consecutive protime test results of "out of range high" error message, lab inr conducted on unspecified test system with inr result of 1.26. While waiting for lab results, sub-q vitamin k and oral prostat was administered. After administration, protime inr result was 1.0 inr. Patient therapeutic range 2.0-3.0 inr. No report of patient impairment.